Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a ratcheting handle was found to not ratchet during a routine inspection. There were no surgical or patient impacts.

Manufacturer narrative:
Additional information: (method, results, conclusions) - the returned ratchet handle was evaluated. The ratcheting mechanism was found to ratchet in both directions; however, the movement was rough and required greater than usual force to operate. Inspection of the ratchet mechanism found rust. It is likely that repeated washing and sterilization cycles over the lifetime of the device caused the rust. A review of the DHR did not identify any issues which would have contributed to this event.

Event description:
It was reported that a ratcheting handle was found to not ratchet during a routine inspection. There were no surgical or patient impacts.